Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an unrelated atrial lead repositioning procedure, the physician attempted to put more slack in the rv lead but felt that the lead was kinked. The lead was capped and replaced on (B)(6) 2016. The patient was stable.